Event description:
It was reported that the patient presented due to several inadequate therapies, and the right ventricular (rv) lead showed oversensing, as well as signs of a lead fracture and high impedance. Therefore the pace/sense portion of the rv lead was capped and replaced with a new pace/sense lead. The high voltage portion of the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance: 2 - patient alerts for rv.pace lead z > 3000 ohms on (B)(4) 2012 03:00:01 and (B)(4) 2012 03:00:01. Daily pace impedance log data shows an abrupt increase for v.pace = 416 to 16382 ohms peak between (B)(4) 2012 and (B)(4) 2012. Sensing - oversensing: 45 - ventricular nst<=210 ms between (B)(4) 2012 22:21:25 and (B)(4) 2012 07:35:27. 5 - vf<=210 ms average v-cycle between (B)(4) 2012 19:24:00 and (B)(4) 2012 07:29:54. Sensing - interference/noise: ventricular short interval count v-sic=1399.5 counts avg/day, in 4.05 days, between (B)(4) 2012 14:18:22 and (B)(4) 2012 14:36:30.